Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was driving the wheelchair, the right side drive wheel detached rendering the device unable to drive. Reports received indicate the end-user did not receive any injury as a result. The wheelchair was evaluated by the service provider who found the main hub bolt having sheared off, allowing the drive wheel to slide off the drive motor shaft. This is a known issue that has since been corrected. A CAPA had been opened for this reported failure in order to identify cause and implement corrective measures to prevent recurrence. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. This issue that has since been corrected by the supplier and permobil continues to monitor for effectiveness. The risk for this failure to occur is low and the likely hood of injury to occur is also low. The suspect wheelchair was repaired and returned to the customer with no further reported issues being noted. The DHR has been reviewed and the wheelchair was found to have met specification prior to distribution.

Event description:
End-user reports while driving across the parking lot of their apartment complex, the right drive wheel detached from the drive motor rendering the device undriveable. End-user remained in the seating and no injuries were sustained as a result.